Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had been dead/smokes. It is unknown how many times the issue occurred and if there was any physical damage/abuse reported. It is unknown if the unit was dropped. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2024-13365. Please reference file mrn 3012307300-2025-00470 for all details pertinent to this event.